Event description:
A malfunction code was reported, but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and advised them to continue using it. The customer was instructed to call back if the malfunction code recurs, and they acknowledged and understood the guidance.